Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery the blade (damaged) has induced an irregular sample, defect of the blade for it does not cut a part in the middle of the skin sample.